Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No moisture damage was found inside of the pump noted and no button error alarm noted during our testing. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump has minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump got wet because of rain and it alarmed button error. The customer removed and reinserted the battery and received a battery out limit alarm which could not be cleared as the buttons were not responding. Blood glucose value was 3.7 mmol/l. The insulin pump would be replaced and returned for analysis.